Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform stapler instrument broke while firing. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon stated that the stapler reload broke during completion of the minor fissure right upper lobe (rul). The instrument and reload had been inspected prior to use and showed no abnormalities, and no functional issues were noted during the case. There was no collision. The instrument had been removed prior to the breakage and the wrist was straightened; no resistance was felt, and upon final removal there was no resistance and no other damage observed to the instrument or cannula. The stapler functioned normally on subsequent firings. The fragment fell inside the patient but was manually retrieved without complications. All fragments were retrieved, confirmed by fitting the fragment to the defect on the reload. No additional procedures were required. Unspecified post-operative tests (like an x-ray or ultrasound) were performed to check for remaining fragments. The surgery was completed robotically, with no additional injury or complications reported, and the patient did not require readmission. The stapler, reload, and retrieved fragment were returned to intuitive for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The stapler sureform 45 instrument was analyzed. The reported issue with the instrument could not be replicated nor confirmed. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully using green 45 reloads. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Review of the logs were unable to verify any failures. The instrument was fully functional. There was no problem detected. The white stapler sureform 45 was analyzed and found to have lodged staples wedged in between the reload in front of the exposed knife. Visual inspection confirms there are 2 lodged staple(s) ahead of the blade stopping point, which can prevent the blade from progressing through the full firing trajectory. There was also cartridge damage and blade damage to the knife observed. Additional findings that related to the customer complaint: the reload was found to have cartridge damage. A piece of the cartridge was found wedged in between the reload in front of the exposed knife, causing it to jam. The piece was removed from in between the reload and the shuttle was fully deployed. Potential fragments could be missing. The knife was inspected and there was no damage found. The reload blade was found to have mechanical indentations. The reload cover was removed, the shuttle was pulled forward to allow access to the knife, and the knife was inspected. Damage was found to the blade. There was cartridge damage observed.